Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-28, lot# j0208322v, product type: lead.

Event description:
The patient reported no stimulation, which started two days prior to this report. The patient was not able to turn on her implant even though she was fully charged according to her recharger. During the report the patient checked her device with the patient programmer (pp) and confirmed that the implant was currently turned on, but just was not able to feel stimulation. There have been no falls or trauma that could be related to the issue. The patient was able to change stimulation. Increasing or decreasing stimulation did not resolve the issue. The patient increased stimulation from 10.4v to higher, but reached the upper limit screen. The patient was going to follow up with her health care provider (hcp). It was noted that the recharger antenna has been replaced before, but the patient did not have further information. Three weeks later the patient reported that the cause of not feeling stimulation was one of her leads were no longer functioning. Someone was able to get stimulation using only two leads until surgery could be scheduled, which was only a short waiting time. The indication for use included radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.